Event description:
Additional information received as follows: the investigator indicated that the patient had coronary artery disease that may have led to the patient death. The coronary artery disease was assessed by the investigator to be not related to the device and not related to the procedure. The investigator indicated that the primary cause of death was due to end stage renal disease and that renal failure occurred 45 months post implant. The investigator assessed that the renal failure was not related to the device and was not related to the procedure.

Manufacturer narrative:
Concomitant medical products: enlw1616c93e, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter abdominal aortic aneurysm. It was reported that the patient expired approximately 48 months post implant and the information was obtained through ssdi.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.